Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can at 8.6cm ¿ 8.9cm from the connector pin. Electrical testing was normal with no other anomalies found.

Event description:
New information received notes that the right ventricular lead was explanted electively.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2020 for noise oversensing, reproudicible with isometrics. The patient was stable.